Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, including checking power sources and using known working charging supplies, but the pump remained unresponsive. As a resolution, technical support arranged to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the return process for the malfunctioning pump.